Event description:
Reference MDR # 2242445-2010-0008 for the first event involving same patient. It was reported that on (B) (6) 2004 a second port was implanted and spontaneously broke and fragmented. The fragment was located from the superior vena cava up to the right ventricle of the heart. During a pet scan performed (B) (6) 2005, two fragments were seen inside the heart and the other in the pulmonary artery. On (B) (6) 2005, the fragment from the second catheter was extracted.

Manufacturer narrative:
(B) (4). Sample will not be returned for eval. Arrow int'l recently became aware that this incident is in litigation. It was reported to arrow's previous legal counsel on 02/09/2007 however, the info was not relayed to arrow's complaint dept.